Manufacturer narrative:
A ge representative has not reported on eval of the system. (B) (4).

Event description:
The customer reported, the images are all blacked out except for vertical white strips. No pt injury was reported.